Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "persists stable at 9-10 hours, posterior plane, hypoechogenic, oval, circumscribed nodular image of 7x4 with internal calcification" and "signs of intracapsular rupture are observed at the level of the right implant" via us report and "discomfort, pain, inflammation internal pain and inflammation in the body." Device remains implanted.